Manufacturer narrative:
After further review of additional information received sections have been updated accordingly.

Event description:
Additional information received indicates that during the implant procedure a tricuspid valve replacement (tvr) was performed. The implant procedure was reported to be without any complications. The patient's post-operative course; however, was complicated by surgical bleeding requiring thoracotomy. The patient subsequently developed right heart failure and signs of sepsis despite prophylactic antibiotic therapy. The official cause of death was believed by the site to be related to multi organ failure. No autopsy was performed and the device remains implanted post-mortem.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the post-operative period after lvad implant procedure this patient developed sepsis, right heart failure, and multi organ failure. The patient expired on (B)(6) 2016. The pump remains implanted in the patient post-mortem. Investigation is ongoing.